Manufacturer narrative:
Zimvie complaint number (B)(4). Patient ID not provided. Patient weight not provided.

Event description:
It was reported that the abutment screw fractured at the site and had to be removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Product evaluation: two abutments were returned for investigation. Both abutment were verified to be fractured at the screw threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the per form provided. Bone density type is unknown. The reported device was located at tooth site #16 & 17 (fdi) at the time of the reported event. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be performed since the lot numbers were not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review was conducted for the subject item numbers (ilpc344u) for similar events (complaint category keywords: fracture screw) and no existing non-conformances/ CAPA/hhe/d/ie/ product holds for the reported product was identified. Post market trend review: december post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) and devices (ilpc334u x 2). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.